Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while the ilet system was not providing alerts because the pump battery was depleted after the user lost the charging pad; the lowest reported blood glucose was 46 mg/dl and the low reportedly persisted for several hours, during which the user ingested juice, breakfast burritos, and chocolate milk. Symptoms included grogginess. Outcomes included no need for third-party assistance and no professional medical intervention beyond attending a scheduled appointment. Investigation included customer education and troubleshooting with outreach to arrange additional training. Investigation of this case revealed loss of charging capability and a resulting dead battery, which led to no low-glucose alerts from the device and contributed to the hypoglycemic event; the device itself could not be assessed because it was not available for evaluation. It was concluded, based on previously established findings for similar reports, that the cause was unclear.